Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage from the injection port. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured december 10, 2021 - december 11, 2021. H10: the device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the unit. Functional leak testing was performed by manually filling the device with water. During fill, a leak was observed from the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing outer diameter and the stressmember inner diameter were found to be within specification. However, the tubing insertion depth was found to be not deep enough, which caused the leak. The reported condition was verified. The cause of the condition was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.